Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported right side "rupture," "peri-implant collection," and cyst. Healthcare professional additionally reported multiple fibro adenomatosis in both breasts, with evidence of nodules ranging from 5 mm to 19 mm not related to the device. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "rupture," "peri-implant collection," and cyst. Healthcare professional additionally reported multiple fibro adenomatosis in both breasts, with evidence of nodules ranging from 5 mm to 19 mm not related to the device. The device has been explanted.